Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe barrel was cracked. The following information was provided by the initial reporter: "after needling 59-year-old patient¿s arteriovenous fistulae to prepare for hemodialysis, the site was found patent and returned blood. Due to a crack in the syringe, blood shot everywhere. Procedure was stopped and restarted with a new syringe. (No injury to this patient.)" (B)(6). 3 ml bd luer-lok¿ syringe only. Dr. (B)(6), (B)(6) hospital - account name.